Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6. Component code: g01003 a review of complaints for architect ca 19-9xr (lot 19023m800) assay determined that there are no trends for the product related to patient results. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 19023m800 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect ca 19-9xr (lot 19023m800) assay.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Health effect impact code: (B)(4). Was this device service by a third party? No.

Event description:
The customer reported falsely elevated architect ca 19-9xr results on a (B)(6) male patient. Results provided: initial = 1076.1 u/ml, repeat = > 1200.00 / > 1200.00 u/ml, autodilution = 359.2 u/ml. Other results provided: bun = 27.1, creatine = 1.76, cea = 3.8 ng/ml, psa = 1.14 ng/ml. It is unknown if patient has pancreatic cancer or if assay is being used as a screening procedure. No impact to patient management was reported.